Event description:
The following event was reported on the aga medical website from a relative of the patient: the patient was suffering from long standing shortness of breath which was being treated as chronic obstructive pulmonary disease. A recent echocardiogram revealed an atrial septal defect (asd) with resultant pulmonary hypertension for which she underwent an asd closure with a 20mm amplatzer septal occluder (aso) on (B)(6) 2010. Twenty-four hours after the procedure she developed severe respiratory distress and developed pulmonary edema with azotemia. The patient did not improve so, the decision was made to percutaneously remove the aso. The patient has been on a ventilator in critical condition with not much improvement. The implanting physician's contact information was requested from the initial reporter for follow up regarding this event, but has not yet been received. Should additional information become available a supplemental report will be filed.